Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The wire loop separated from the tapered end of the pull peg. The blue wire had been attached to the loop wire, which indicates that the product was being inserted. It is possible that the wire separated from the peg due to excessive traction as it was pulled through the tract. A chr of lot #43iqa059 showed no other similar product complaint(s) from this lot.

Event description:
During the procedure, the wire snapped and the peg remained in the patient's stomach. Patient required surgery to remove the peg. Rn stated they were attempting to use a 16 fr peg when it should have been an 18 fr.